Manufacturer narrative:
Investigation in process, but not yet complete.

Event description:
While the surgeon was screwing the t handle into the bone the screw head came off. All stryker parts were being used.